Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient cannot sit still as they were hurting ¿so bad¿. The patient stated they were ¿going to see a surgeon on the (B)(6) to move it or take it out¿ due to issues they have had with it. They added that the ins was below the belt line and it ¿sticks out¿ because the patient was skinny. The patient was redirected to a healthcare professional (hcp) and they stated they have an appointment with their hcp on the (B)(6). No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.